Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the radical-7 touchscreen using a rainbow r1 25l adult sensor would intermittently display spo2 only mode, then it would disappear, and a hemoglobin would then display. The sensor was shielded with a masimo ambient shield throughout the case. Customer stated that it would require him to fully power down the device and then power it back up to resolve the issue. It was also noted that there would be periods of no pvi reading as well. No known impact or consequence to patient.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.